Manufacturer narrative:
(B)(4). Final analysis of the device revealed s2 battery resistance high. The battery resistance waveform test showed a high resistance of 1298 ohms. The drug per analysis was bupivacaine and morphine.

Event description:
The device was returned with no info.